Event description:
It was reported that (4) pmw35 were used during an unknown procedure. It was reported by the affiliate that the device would not release. Opened another device to complete the case. There was no pt consequence.